Event description:
It was reported that a boston scientific device was implanted. According to the complainant, the patient experienced an unknown injury. According to the physician's office, the patient reported the following complaints: urgency on (B)(6) 2006, bladder infection on (B)(6) 2006, hematuria and plank pain on (B)(6) 2011, hematuria and pelvic pain on (B)(6) 2011, as well as pelvic pain on (B)(6) 2012. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.